Event description:
The customer returned the product for cassette not attached error, during device evaluation, a damaged flex circuit was identified. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. The service history review identified no previous repairs. The customer issue was replicated as the flex circuit was damaged. The device also failed the power up test. The main board was replaced to fix the issue. The device passed all tests after the repairs.